Event description:
A customer reported that a patient came through the e.r. In distress the night of (B)(6) 2009, and expired thereafter on (B)(6) 2009. A urine sample collected on (B)(6) 2009 gave negative results for drugs of abuse (daus), and a positive result for etoh at 66 mg/dl. Another urine sample was collected on early am of (B)(6) 2009 and resulted negative for daus and positive for etoh at 39 mg/dl. The results were reported out of the lab, and were not questioned by the physician. On the morning of (B)(6) 2009, the attending physician ordered a serum blood sample to be sent to another facility for a "trauma panel" consisting of daus, etoh, and full chemistry panel. Ldh level was extremely high, results for drugs of abuse and etoh were negative. No update obtained regarding the other analytes. Based on available information, the patient expired thereafter on (B)(6) 2009. Per the laboratory, patient's death was related to a sudden infant death syndrome (sids). It was confirmed by the physician that the etoh results did not contribute to the death of the patient.

Manufacturer narrative:
Calibration and qc were acceptable the day of the event. No other analytes were questioned by the customer. No service call requested or ordered by the customer. Root cause of the event is unknown to date. It was confirmed by the physician that the etoh results did not contribute to the death of the patient.